Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she had issues with the sensor. The customer was up 15 times at night because the insulin pump was alerting her blood glucose level was below 40 mg/dl. However, when she checked her blood glucose it was high. The sensor tape did not stick. Customer's blood glucose level was not reported. The device was not returned.